Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation as it was discarded by the patient. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned. H6: results code updated 3221: no findings available. H6: conclusions code updated 4315: cause not established. H10: additional narratives/data h3 other text : the device was discarded by the patient.

Event description:
It was reported that the patient was having a reaction to the 72r soft-touch electrodes. The patient stated that their skin became itchy and red after using the electrodes. The patient went to the emergency room as a result of the symptoms and was treated with 25mg of hydrochloride and 20mg of prednisone. The patient was told to discontinue use and to follow up with their doctor. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet spinalpak assembly catalog #: 1067716 serial #: (B)(4). Therapy date: unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded by the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device was discarded by patient.

Event description:
It was reported that the patient was having a reaction to the 72r soft-touch electrodes. The patient stated that their skin became itchy and red after using the electrodes. The patient went to the emergency room as a result of the symptoms and was treated with 25 mg of hydrochloride and 20 mg of prednisone. The patient was told to discontinue use and to follow up with their doctor. No additional patient consequences were reported.